Event description:
It was reported that while unpacking the device prior to a coronary drug eluting stenting treatment procedure, the stent broke. The physician was preparing to implant a taxus express2 2.75 x 16mm drug eluting stent, when he noted the stent to be "angled" while unpacking it. The taxus stent broke when he tried to straighten it. No pt injuries or complications were reported.